Event description:
Notice of product liability law suit has been forwarded to sunsoft regarding pt. Patient alleges that lens tore in his eye causing scratching to the cornea. Advice from legal council has informed sunsoft not to contact the account or the patient. Event information is pending litigation. No further information is available at this time. However, as information becomes available, it will be forwarded to FDA in a supplement report. Sunsoft has searched accounts order's history and finds a lens purchased for pt in 12/1992 and returned for credit in 04/1993. 06/08/1998: sunsoft has reeived notice (06/05/1998) that the case has been dismissed in its entirety. The reason for this change of events is unknown. However, it is suspected that the weakness of the case, together with the time and expense associated with the prosecution of the action prompted the decision.